Manufacturer narrative:
The unit was requested for return and further evaluation. Upon return, the device underwent bench testing. The reported issue was confirmed and attributed to a pinched wire within the speaker component.

Manufacturer narrative:
The investigation of the AED associated with this complaint is underway and the root cause is not currently known.

Event description:
A customer reported that their AED's asi was flashing red, and the AED will not power on. The customer did not report this occurring during patient use.